Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant of a leadless implantable pulse generator (ipg) there was noticeable premature deployment of the ipg tines when contrast was injected. The ipg was repositioned with no premature deployment of the tines noted. The ipg remains in use. No patient complications have been reported as a result of this event.